Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated he was out playing golf and maybe the insulin pump was exposed to sweat but he did not see any moisture inside the device. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.